Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the right coronary artery (rca) with the use of a non-abbott device. Attempts to seal the perforation with the graftmaster were not successful, nor were injections of thrombin and other agents to control the bleeding. The bleeding persisted and the patient became unstable. The patient was intubated, administered vasopressors and was transferred emergently to the operating room for surgical intervention. During surgery, the perforation was sealed and the graftmaster stent explanted. The patient tolerated the procedure well. Transesophageal echocardiogram showed good heart function. The patient was sent to the intensive care unit in satisfactory condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.